Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
We received a 3500 directly from the facility reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a bioknotless anchor broke away into the patient's joint space. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. The event description in the 3500 was vague in detail in terms of being able to make a decision on reportability or not. However, with multiple outreaches, this writer was able to make a phone follow-up contact with the author of the 3500 on (B)(6) 2010. The above event statement is a result of that conversation, and through the added event detail the lot identification of the complaint device was disclosed, and reportability was defined. (B)(6).